Manufacturer narrative:
Evaluation: this event is still under investigation.

Event description:
The catheter was being placed over a wire guide into a patient in 2007. The placement of the catheter went smoothly. However, upon removal of the wire guide from the catheter, the wire guide broke, with a portion of the wire guide remaining in the vein. The patient will need to undergo surgery to retrieve the separated segment from the vein.